Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2022-01028. Related manufacturer reference number: 1627487-2022-01030. Related manufacturer reference number: 1627487-2022-00447. Related manufacturer reference number:1627487-2022-00448. It was reported the patients wound and potential infection did not resolve following the (B)(6) procedure. As a result, additional surgery was undertaken on (B)(6) 2022 wherein the remaining portion of the system was explanted.